Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 at 6.00 am with blood glucose level was above 500 mg/dl. Customer blood glucose was 620 mg/dl at the time of incident and current blood glucose event 180 mg/dl. Customer other relevant blood glucose event 180 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated high blood glucose with insulin drip and insulin pump. Customer not alleging that the insulin pump was under delivering. Customer was feeling ok to trouble shoot high blood glucose but, declined to continue trouble shooting. The insulin pump will not be returned for analysis.